Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated his device had not functioned as expected. He stated he was having a difficult time working the aus. He wanted to be deactivated due to a vacation. But while on vacation, the device activated on its own. He stated he went to the emergency room and the staff deactivated his device. The patient was wondering if he needed to have the device removed because it was not working as expected. Patient services advised him to follow up with his physician for further guidance.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated his device had not functioned as expected. He stated he was having a difficult time working the aus. He wanted to be deactivated due to a vacation. But while on vacation, the device activated on its own. He stated he went to the emergency room and the staff deactivated his device. The patient was wondering if he needed to have the device removed because it was not working as expected. Patient services advised him to follow up with his physician for further guidance.